Event description:
At the time screw insertion, the surgeon couldn't reach compression, the inner screw couldn't be turned in or out and therefore he removed the compression screw and tried another one.

Manufacturer narrative:
Visual investigation revealed that the hexagon part of the tip showed a secondary crack indicating too high torsional forces. Furthermore, it was determined that the edges were heavily, plastically deformed in turn in direction resulting from too high torsional forces during screw insertion. Also, a pressure mark was seen at the slot area for blade indicating high bending forces. The root cause for the reported event can be attributed to a user related handling issue. No indications were found for any material, manufacturing or design related issue.

Event description:
At the time screw insertion, the surgeon couldn't reach compression, the inner screw couldn't be turned in or out and therefore he removed the compression screw and tried another one.

Manufacturer narrative:
Investigation in progress but not yet complete.